Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, an occlusion alarm occurred. Reportedly, the alarm was able to be cleared and insulin delivery was resumed. Customer's blood glucose level was 68 mg/dl.